Manufacturer narrative:
Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex in 2014. As reported, the patient is making a claim for an adverse patient outcome against ventralex. Attorney alleges that the patient underwent revision surgeries in 2015 and on (B)(6) 2017 due to the hernia mesh device. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.